Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a device check. The rv lead was found to have high capture threshold. Physician elected to laser remove the rv lead. It was noted that the patient had received radiation in the last 4-6 months and that it may have resulted in higher capture thresholds. It was not clear when the high threshold was first observed because the patient's device was being checked by the oncology offices, but it was believed to coincide with the beginning of the radiation treatment. The patient was stable following the procedure. There were no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.